Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determined the cause for the reported heart block. The reported hospitalization and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6) (r937246501). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels (act) were 366s and heparin was administrated. A pre-implant balloon valvuloplasty was done with a 21mm non-abbott balloon. The valve was implanted at a depth of 4.7mm on the non-coronary cusp (ncc) and 6.08mm on the left coronary cusp (lcc). After the procedure, the patient went into atrioventricular (av) dissociation rhythm. On (B)(6) 2025, a dual chamber pacemaker was implanted. The patient required prolonged hospitalization.